Manufacturer narrative:
The device investigation was completed on 3/24/2015. Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service ctr (rsc) also experienced the reported complaint of a blank display at boot up. The service log review reveals delivery failure alarms for backlight current below minimum and the rsc replaced the touchscreen/display. The root cause for this report is display backlight failure. This condition will be tracked and trended under ikaria's quality system. A full functional test was performed and the device operated according to specification so it was returned to the device service pool. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 30045431588-2013-00023).

Event description:
Display backlight failure [device issue]. No adverse event [no adverse event]. Case description: on (B)(6) 2015, a respiratory therapist (rt) spoke with ikaria regarding a device issue with inomax dsir# (B)(4). The device was in use on a patient. No adverse event was reported. The rt reported a blank screen with inomax dsir# (B)(4). He stated that the touchscreen went blank while plugged into a power outlet and the main power light indicator remained green with a high priority alarm sound. The patient was placed on the backup device and the backup device functioned as expected. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service evaluation. Case comment: on (B)(6) 2015: this device case did not result in an adverse event, however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).